Manufacturer narrative:
A review of the manufacture records for this device found that the protege gps was used after it's labeled expiration date of may 10, 2016. The device was not deployed in the patient. (B)(4).

Event description:
During dvt arterectomy, inserting the stent along the wire, it was not smooth. It was removed and the another stent was used to complete the procedure. No injury to the patient. Evaluation of the returned device was completed (B)(6) 2016. During evaluation of the manufacture records it was found that the device was used in a procedure after the labeled expiration date of (B)(6) 2015. The protégé gps sds was received with its safety locking pin loose and the distal tip of the sds pulled into the outer sheath. Tension was noted in the deployment paddles when an attempt to pull the outer sheath by pinning the proximal paddle and pulling the distal paddle. The stent was examined: no abnormality or deformity noted. The distal tip was pulled in over half its length into the outer sheath. The guidewire lumen inner of the distal assembly exhibits accordion folding to the extent to reduce the distance between the proximal end of the distal tip and the retainer to be less than the overall stent length. Loading of a 0.035" guidewire could not be done because the distal tip was pulled so far into the outer sheath that the guidewire lumen inside diameter in the distal tip was reduced.